Manufacturer narrative:
(B)(6).

Event description:
It was reported that after one minute working with the hipvac, the tip of the electrode broke off inside the patient body (also spacer and electrode). All pieces were removed from the patient, no injuries were reported. A backup device was available to complete the procedure.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection under magnification shows the spacer has been completely detached from the shaft. There is loctite present inside the inner wall of the exposed shaft. There are scratch marks present on the exposed shaft and the black shrink tube near the tip. There are no manufacturing abnormalities visually observed with the returned device. Due to the detached spacer a functional evaluation could not be conducted. The complaint has been visually verified and the root cause was more than likely associated with the device potentially coming into contact with a metal object such as a cannula. It is also possible that mechanical displacement of tissue through applied force or using the device as a lever to enlarge a surgical site or gain access to tissue can also cause this type of failure.